Event description:
We received an allegation of questionable inr results for two patients tested with the coaguchek xs meter with serial number (B)(4) compared to an unknown laboratory method. The reporter stated that the patients blood samples were drawn and sent to the laboratory when the meter produced the high results. On (B)(6) 2022, patient #1 had a meter result at 11:00 am of 3.8 inr. The laboratory result using a venous specimen was 2.4 inr. The time interval between the two tests was less than four hours. On (B)(6) 2022, patient #2 had a meter result at 10:00 am of 4.6 inr. The laboratory result using a venous specimen was 3.2 inr. The time interval between the two tests was less than four hours. The reporter stated the laboratory results were believed. The therapeutic range for both patients is 2.0 to 3.0 inr.

Manufacturer narrative:
The test strips were requested for investigation and have not been received at this time. If the product is returned in the future, a follow-up report will be submitted. On a regular basis, coaguchek strips of lots currently valid in the market are tested as part of routine retention testing and results have passed the internal inspection. Per product labeling: "coaguchek method uses human recombinant thromboplastin. Therefore, the comparability to tests using other human recombinant thromboplastins is best, whereas higher deviations can occur with other thromboplastin types. However, those higher differences between thromboplastins of different (rabbit, bovine) origin are not an issue specific for coaguchek assays. Similar differences can be observed when a human recombinant thromboplastin-based laboratory method is compared with several other (rabbit, bovine) laboratory methods."